Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted the high voltage ports seal plugs are loose from the header. There is no body fluid in the seal plug cavities which indicates this damage likely occurred during the explant procedure. The other seal plugs are intact. Also, the set screws operate normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The observation of damaged seal plugs is an indication of induced damage which likely occurred during normal use of the product.

Event description:
It was reported that during the scheduled replacement procedure for this cardiac resynchronization therapy defibrillator (crt-d) device, this device was observed to have a damaged port seal on the device header prior to removing the device from the pocket. Also, the set screw was observed to be loose and the port plug was not secure in the header. The device was successfully explanted and replaced for normal battery depletion. The device was returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the scheduled replacement procedure for this cardiac resynchronization therapy defibrillator (crt-d) device, this device was observed to have a damaged port seal on the device header prior to removing the device from the pocket. Also, the set screw was observed to be loose and the port plug was not secure in the header. The device was successfully explanted and replaced for normal battery depletion. The device was returned for analysis. There were no adverse patient effects.